Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. The electrical function of the lead was tested and no anomalies were noted. The lead remains implanted. The patient was asymptomatic and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.